Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone)(5 mg/ml, 0.25 mg/day) via an implantable infusion pump. It was reported that the patient had system infection. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Incision was cleaned thorough surgically on (B)(6) 2018. The device was explanted on (B)(6) 2018. The issue was resolved and patient status was alive with no injury. No further complication was reported.